Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose level of 879. The customer was treated with insulin therapy and was discharged on (B)(6) 2023 with no permanent damage. Reportedly, pump touchscreen was unresponsive. Reportedly the customer continued to use the pump for insulin therapy.